Manufacturer narrative:
(B)(4).

Event description:
It was reported that applicator deployment occurred. The sensor was inserted into the arm on (B)(6) 2025. The applicator was provided for investigation. An external visual inspection was performed and no damaged. An internal visual inspection was performed and failed due to broken needle was found. The wearable was also provided for investigation .an external visual inspection was performed and no damaged. The allegation was not confirmed. However, a broken or detached needle or cannula was found in connection to the reported event. The probable cause of the broken or detached needle or cannula could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).